Event description:
The hcp reported, that while placing a bravo ph monitor, the capsule attached to the pt's esophagus, but would not deploy from the delivery system. Upon removal of the delivery system, the capsule was pulled of the esophagus and fell into the pt's stomach. No serious injury to the pt was reported.

Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further info is received or the device returned, a follow-up medwatch report will be sent.